Event description:
This complaint originated from our international distributor in (B)(4). The distributor called carefusion technical support to report that one of their units is alarming and displaying the following error messages: hi peak pressure, safety valve open, circuit occlusion. The compressor kept running but the ventilator has no output. No patient involvement.

Manufacturer narrative:
(B)(4). Per the information provided by the foreign distributor, carefusion technical support determined that the probable root cause of the reported event is most likely a defective gas delivery engine. A replacement gas delivery engine was shipped to the distributor. Carefusion technical support also issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine for evaluation. As of february 25, 2015 the alleged faulty gas delivery engine has not been received. Should the alleged faulty gas delivery engine be received and evaluated, a follow-up medwatch report will be submitted.